Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the joystick is so hot to the touch that it is melting the paint on the joystick.

Manufacturer narrative:
The returns expanded evaluation report form states the complaint was not confirmed for getting hot but corrosion was observed under the paint causing the bubbling of the paint.

Event description:
The dealer stated that the joystick is, so hot to the touch that it is melting the paint on the joystick.